Manufacturer narrative:
-A1 & a4-a6 patient specifics: not provided -d4: lot number and expiration date: not available -h4: manufacture date: not available -h10: product sample was not returned to 3m for analysis. Without a sample, it is not possible to perform any tests to determine if the device met specifications. Without additional information, it is not possible to definitively determine the root cause. The instructions for use states, 3m¿ red dot¿ soft cloth monitoring electrode, 2238 are disposable, intended for single use, and has been tested for up to 3 days wear. To minimize skin irritation: · avoid placing an electrode on an irritated skin site. · do not abrade a skin site more than one time. · avoid removing electrodes frequently and/or reapplying to the same skin site. · avoid placing electrodes on skin still wet from an alcohol wipe (dry thoroughly). · assess electrode sites periodically.

Event description:
A 42-year-old male allegedly experienced flushing and an itching sensation with the use of 3m¿ red dot¿ soft cloth monitoring electrode, 2238. The electrodes were removed, prescribed topical fluocinolone ointment was applied, and the symptoms resolved the same day.